Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a high capture threshold and low sensing due to dislodgement of the right ventricular (rv) lead. The rv lead was explanted and replaced in order to resolve the event and the patient was in stable condition following the procedure.